Manufacturer narrative:
(B)(4). Method: no product returned. Result: product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protection sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports with direct check quality control a study coordinator cut her finger. It is unk if the protective sleeve was used. No report of serious injury, or administration of medical treatment. This event occurred outside the us during the course of a (B)(6) clinical study.